Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and barbed suture was used. During continuous suturing, in three needles part of the anchor which is close to the swage part was broken and flown away. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please clarify the lot number sjmuct or skmmhj or both. Does the needle retain in the patient's tissue? No the needle did not broke. If retained, were there any patient consequences? Please specify. Was there any additional tissue damage as a result of searching for the needle piece? No what is the patient¿s current status? No problem what is meant by anchor? Sorry for the confusion. It means a burb. Did one of the barbs break off? Yes did the fixation tab break? No did the suture break? No. D4, h4 ¿ the actual device batch number associated with this event is not known. The following possible lot numbers were reported: batch sjmuct: expiration date: jul/31/2024 date of mfg.: aug/31/2022 batch skmmhj: expiration date: aug/31/2024 date of mfg.: sep/21/2022 a manufacturing record evaluation was performed for the possible finished device lots, and no related non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-04713 and 2210968-2024-04715.